Event description:
The following has been reported: biomed reported: staff states that a pump touchscreen went inoperable while setting up to give an infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.